Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure or technique: single level anterior cervical discectomy and fusion (acdf) pre-operative diagnosis: cervical stenosis it was reported that an intra-op, tip of screw driver was broken. The product came in contact with the patient and broken tip fragment remained in the patient body. Patient complained of dysphagia.